Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer simply cleared the alarms and performed the fill tubing feature to observe if a blockage can be seen to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information and declined to perform troubleshooting. The customer reverted to manual injections for insulin therapy.